Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl; cause was unknown. Customer disconnected the infusion set, and drank dr. Pepper and donuts to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump battery was depleting quickly. Customer continued to use the pump for insulin therapy.